Event description:
It was stated that on (B)(6), the tube was changed and was used. On (B)(6), it was noticed that the air in the cuff was leaking. After that, air was injected again, and it seemed that there was no problem. After about one hour, a leak was detected again, and the tube was replaced with a new one. After it was removed, it was submerged in water to confirm the leak part, and an air leak was found in the middle of the inflation line. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
Received three photos of device, according to the photos provided by the customer the failure mode reported of cuff deflation/leakage was confirmed, however, since the physical unit has not been received, it is not possible to determine the root cause. No device history record was reviewed since lot number was not provided.